Event description:
Adverse event(s): "no patient harm/impact" (no consequences or impact to the patient). Product problem(s): "system message indicating a communication error." (Device displays error message); "exchanged system" (no code available). A nurse reported a communication error upon start-up of the system. The system was exchanged to perform cases. No additional information was given. There was no patient injury reported. Additional information has been requested.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported complaint. All cable connections were checked and all circuit boards were reseated. The system was tested and met all product specifications. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).